Event description:
On (B)(6) 2011, a customer contacted haemonetics to report a blood spill on the header of the disc of the orthopat machine. No pt injury or reaction. No operator injury was reported.

Manufacturer narrative:
On (B)(6) 2011, a customer contacted haemonetics to report a blood spill on the header of the disc of the orthopat machine. No pt injury or reaction. No operator injury was reported. Upon eval of the device the reported problem was verified. No burning or carbonization was noted. The machine was decontaminated and the components which were damaged were replaced including the centrifuge. The machine is now ready for use. (B)(4).